Event description:
According to the op report, this valve was explanted due to endocarditis. At explant, the valve was "clearly" infected and the infection was noted to be "confined" to the sewing cuff. The valve was replaced with a sjm 33mj-501, and the pt was transferred to the ICU in "satisfactory" condition having "tolerated the procedure well".